Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Occupation, the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4) the specific date of the event is not known, but started around (B)(6) 2020. The reporter stated the meter display had patches over the display, including the result field. The reporter stated they needed to repeat a test three times before they were able to read the result from the display. It is possible for results to be misinterpreted, but no actual result misinterpretation was alleged. The reporter states that now nothing appears on the display because the meter will not power on.